Event description:
Caller reports that during a correlation study the following coaguchek s/xs results were obtained: 1.9 inr/2.5 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4)